Event description:
It was reported that during a moderately tortuous, left anterior descending (lad), coronary artery stenting procedure, a 3.0x23mm xience xpedition stent delivery system (sds) was advanced to the moderately calcified lesion without resistance. Upon initial inflation of 12 atmospheres (atms), it was noted that the balloon would not hold pressure, but the stent was still deployed to the lesion. The sds was removed from the patient's anatomy without reported issue or resistance. Once outside the anatomy, blood was noted within the delivery system and a small balloon pinhole was seen. Reportedly, the stent was not fully opposed to the vessel wall; therefore, a 3.0x20mm rx trek balloon dilatation catheter (bdc) was advanced to the lesion and inflated to 14 atms to fully oppose the stent successfully against the vessel wall. There was no clinically significant procedural delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned for analysis. Balloon rupture was confirmed. Difficulty to deploy could not be tested due to the condition of the device. Based on a visual and functional analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database indicated there have been no similar incidents reported for difficulty to deploy (wall apposition) or for balloon ruptures for this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). : during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.